Manufacturer narrative:
Date sent: 10/09/2009. Device was not returned for evaluation. The complaint could not be confirmed, because no device was returned for analysis. We did not receive a batch or lot # for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a colostomy take down, the surgeon had tightened the anvil of the device and fired; he did not state he heard the breakaway washer crunch. When he observed the device as he was removing it, the anvil popped off of the device. He then did a visual observance of the anastomosis, he found that the device had not cut or stapled completely, and the doughnuts were not formed correctly. He then performed a lower anterior resection, and used a second device to perform an anastomosis. The procedure was prolonged for over an hr, due to the additional time required for the anastomosis repair. The pt is stable. The device was discarded. Received the following info on 9/30/2009: the anvil popped off of the trocar on the ecs29, so there were no donuts or staples. It simply cut. Yes the issues with the device turned it into a lar. A second device was used without incident. The pt is fine now.